Event description:
Bipolar head was replaced.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 45mm uhr bipolar head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.